Event description:
Suction had a rough edge that caused a dural tear.

Manufacturer narrative:
An investigation was initiated into the matter of, "suction had a rough edge that caused a dural tear". The device was not available for eval and the lot number was not provided. Without the lot number, the device history could not be reviewed. Eval of the instrument is necessary to determine the cause of this failure. Review by catalog number did not indicate a trend. If the product is returned in the future, a follow-up report will be filed.